Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the physician had difficulty implanting the left ventricular lead and traversing through the introducer/catheters. Upon pulling the lead out, the physician noticed a large bend in the lead body and determined the lead to be damaged. A new left ventricular lead was implanted instead. There were no complications to the patient and the patient was in stable condition.